Event description:
The customer reported that she received a prime rewind alarm, followed by a motor error alarm on her insulin pump while priming. Her blood glucose was 152 mg/dl. During troubleshooting, the customer stated the insulin pump was dropped on linoleum and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. It was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated she was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and prime alarm noted during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).